Event description:
It was reported by a customer on (B)(6) 2011 the fiber aiming beam fired straight out of the fiber; the fiber beam shot straight out of the fiber at 26,744 joules. No pt injury was reported.